Manufacturer narrative:
One used 8fr angio-seal vip was returned for product evaluation. The hemostasis sheath was returned along with deployed the carrier tube. The arteriotomy locator and the header bag were returned as well. Visual inspection revealed that where the returned carrier tube was found deployed and the deployment of the sleeve was in forward lock position with colored bands concealed. Blood-like substance was found on the returned components. The carrier tube was returned completely deployed with tamped collagen and anchor with suture intact. The collagen had dried blood like substance present on it. The anchor, partially tamped collagen, and tamper tube were outside of the carrier tube assembly. No anomalies were noted with the anchor, collagen, tamper tube or the compaction marker. The hemostasis sheath shaft was subjected to microscopic analysis and multiple kinks were confirmed along the length of the sheath. A slight deformation was observed on the tip of the locator. Based on the returned device, the complaint could be confirmed for alleged kinks on the hemostasis sheath. It is confirmed with the facility that the device was attempted to be deployed outside the patient after kinks were noticed. Based on the available information, the likely root cause of the kink can be related to the resistance caused by the presence of scar tissue resulting in off-axis forces on the sheath-locator assembly. The exact root cause of the event cannot be determined but failure to follow IFU instruction stated above may have contributed to the event. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
Additional information was received on 29jan2021. The device was inserted and attempted to be deployed. The kink was noted as the physician was trying to pull back. Additional information was received on 04feb2021. Once the kink was noticed on the unit it was removed from the patient. This happened prior to setting the foot plate and tamping. After the device was removed the collagen was tamped on the table prior to putting the units in the biohazardous bags.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2020-00874.

Event description:
The user facility reported that they had two 8fr angio-seal devices that were they noted to have a kinked shaft while they were attempting to deploy. A hematoma was developed, and manual pressure was applied. The patient was stable, and the procedure outcome was successful. Additional information was received on 30dec2020. The procedure being performed prior to the use of the angio-seal devices was a percutaneous coronary intervention (pci). A 7fr procedural sheath was used. The kink was noticed at the arteriotomy site.